Event description:
The customer reported that they have been hospitalized twice for high bgs in the last two months. The customer stated that the second hospitalization was not due to health issues contributing to high bgs. Also they stated that they had tried changing their infusion set and delivery boluses. The customer did not receive an alarm and they did not have bent cannulas. The customer stated that their bgs between the two admissions were erratic. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer indicated that the cause of their hosptialization was due to pump malfunction. Explained the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives.